Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue. This report is made based on results of the investigation performed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the down keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).